Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The patient presented emergently. The target lesion was located in the left anterior descending artery (lad). The lesion was predilated with a 1.5x20mm maverick balloon inflated to 14 atms for 10 seconds. A 2.5x12mm taxus liberte' drug eluting stent was deployed at 10 atms for 9 seconds. The stent was post dilated with a 3.5x8mm quantum maverick balloon inflated to 8 & 10 atms for 10 & 7 seconds. The patient was on a ntg drip and received heparin during the procedure. About three hours later, the patient returned to the ccl intubated and a code in progress. An intra aortic balloon pump was inserted. Integrilin was administered. An acute thrombosis was noted. A 2.0x15mm maverick balloon was inserted to the lad lesion and inflated to 14 atms to 5 seconds. Anesthesia was present and administered rocuronium to the patient. IV levophed was given as well as IV heparin. A 3.0x12mm non-bsc stent was deployed. A 2.5x15mm maverick balloon was placed in a circumflex lesion and inflated to 19 atms for 6 seconds and again to 12 atm for 8 seconds. Next, a 3.0x12mm maverick balloon was placed in the lad lesion and inflated to 3 atms for 12 seconds. The procedure ended and the patient was airlifted to a heart transplant facility where a left ventricular assist device was placed. Additional information has been requested but is not available.

Manufacturer narrative:
The complaint device was not returned for analysis. The manufacturing records confirmed that no issues or discrepancies occurred during production of this batch that could contribute to the reported event. This records review indicates the device met all material, assembly, and performance specifications prior to shipment. The most probable root cause is considered anticipated procedural complication, because thrombosis is a known physiological effect of the procedure and is noted within the directions for use.